Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package, and advanced the delivery system through wire guide to common bile duct, then pulled the trigger to non-retrieval-point, and removed the safety wire, user then detected the deployed stent cannot be detached from sheath, user then retracted the stent and deployed the stent again, but still found out the deployed stent cannot be detached from sheath. Under emergency, user cut the sheath off and retracted the stent. User then changed to another same device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number: c2117658 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The kink noted on the flexor during the lab evaluation may have occurred during transport or storage or may have occurred when the introducer tubing was cut from the handle. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression: during the attempted deployment of an evolution biliary stent in the common bile duct, the stent did not detach from the deployment mechanism in the duodenum and appears that a small wire loop is through the end of the stent attaching the stent to the deployment system. I cannot appreciate if the safety wire is still intact, but the operator states it was removed. As it appears the entire system functioned normally except the final detachment component, this leads one to believe there was a malfunction in the detachment mechanism and either the safety wire was potentially broken and there is still a component left adhering the stent to the loop and/or the end of the stent and the loop had an abnormal configuration preventing their separation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. From the customer testimony, the user attempted to deploy the stent however the stent could not be detached from the sheath. It is possible that compression from patient anatomy may have caused one of the stent loops to snag on the delivery system and as a result the stent could not be fully detached from the sheath. As a result of the stent not detaching from the sheath, the user cut the sheath and retracted the stent. Possible root causes from the imaging review of the safety wire being potentially broken or the stent to the loop and/or the end of the stent and the loop having an abnormal configuration were confirmed not to be the case as there were no defects observed on the stent or the safety wire during the lab evaluation. Confirmation of complaint: the complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed using another device.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 27-nov-2024. Additional information received: 1. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) stent placement. (Evolution). 2. What endoscope type and channel size was used? Fuji ed530xt /4.2mm, ed530xt /4.2mm. 3. What was the position of the elevator? Was it opened or closed? Open. 4. Details of the wire guide used (diameter, type, make)? Cook acro wire guide 0.035'' cook 0.035. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? All stent is in patient. 7. Please advise the anatomical location of the intended target site. Common bile duct. 8. How long was the stent in the patient by the time this complaint occurred? 30 minutes, 30 min. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? No. IFU. 10. If yes, how often was this completed? N/a. 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? N/a. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No information provided. 15. If yes, please specify what was observed and where on the device it was observed. No information provided. Stricture information: 1. What was the length and diameter of the stricture? 3.2cm long, 2mm diameter, 3.2cm /2mm. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? Yes. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? Stent deployment. 2. Was the directional button pressed during use? Yes. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? All stent in patient. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? Yes. Questions related to during introducer withdrawal. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? No information provided. 1. Did the stent open sufficiently to allow withdrawal of introducer safely? No. 2. Was the safety wire fully removed before removing the delivery system? Yes. 3. Did any part of the product snag/get caught with the stent when removing the delivery system? Yes. 4. Are images of the device or procedure available? Yes. Questions related to during stent repositioning/removal. 1. What instrument was used for stent repositioning / removal? Forceps, snare. No information provided. 2. Was the lasso (suture) loop used during repositioning / removal? No information provided.